Event description:
It was reported by service report that the motion interrupt pan and the footboard modules were damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan and footboard modules.